Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) review weas performed and revealed no indication of a product quality issue. Production record and query of the complaint handling database could not be completed as there was no reported lot. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to advance, include, but not limited to, patient artery/anatomy variables, aggressive manipulation during insertion. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of right common femoral vein using the pre-close technique prior to an interventional leadless procedure. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14fr sheath and the interventional leadless procedure was completed. Reportedly, post procedure, the first prostyle knot was successfully advanced. When advancing the second prostyle knot, it did not fully advance and bleeding reoccurred. Manual compression was applied and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.